Manufacturer narrative:
Examination of returned device found no evidence of product non-conformance. The fracture of the tip may possibly have been caused by excessive torque.

Manufacturer narrative:
This follow-up report is being filed to relay corrected information and additional information, which was unknown at the time of the initial medwatch. Evaluation in process but not yet complete. Upon completion of evaluation, a follow up report will be sent to the FDA.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. Device availability - the device is reported to be available for evaluation; however, it has not been received by biomet orthopedics to date. In the event that the device is received and evaluated, a follow up report will be sent to the FDA to provide results. There are warnings in the package insert that state that this type of event can occur: under care and handling of instruments, number 1 states, ¿surgical instruments and instrument cases are susceptible to damage for a variety of reasons including prolonged use, misuse, rough or improper handling.¿

Event description:
It was reported that patient underwent an ankle fusion procedure on (B)(6) 2015. During the procedure, the inserter fractured inside of the screw. The fractured tip was retrieved, and the screw remained in the patient. It is unknown if any of the fractured pieces fell in the wound; however, no foreign bodies were retained. The procedure was completed without delay.